Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
During a cryoablation procedure a polarmap catheter was selected for use. A pericardial effusion was confirmed under echocardiography after the ablation of the entire pulmonary veins. It was concluded as cardiac tamponade and drainage was therefore performed. The proceudre was completed. Per physician comment, it was likely that the polar map was mistakenly inserted into the left atrial appendage during the approach to the left superior pulmonary vein and perforation occurred. The physician viewed that the event was not caused by the device.